Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06290. It was reported the patient lost stimulation about two months ago. X-rays were taken and a bend in the lead was noted. The pt's physician explanted the ipg and plans to explant the lead at a later date. It is unk if the loss of stimulation was due to a deficiency of the ipg or the lead. Surgical intervention may be pending to address the issue at a future date.